Event description:
Patient swallowed the wrong way [accidental device ingestion]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received gsk toothbrush (dr (B)(6)) toothbrush for drug use for unknown indication. On an unknown date, the patient started dr (B)(6). On an unknown date, an unknown time after starting dr (B)(6), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with dr (B)(6) was unknown. On an unknown date, the outcome of the accidental device ingestion was not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion and product complaint to be related to dr (B)(6). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Gsk medical assessment revealed that the gsk device was suspected to be a contributory cause of the incident. Additional details: consumer reported about the daughter. After using the toothbrush for two times, bristles were falling out. The patient swallowed the wrong way due to the bristles.

Manufacturer narrative:
9615008-2015-00012 is associated with argus case (B)(4) dr best erste zaehne. Dr best erste zaehne is marketed as sensodyne in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received gsk toothbrush (dr best erste zaehne) toothbrush for drug use for unknown indication. On an unknown date, the patient started dr best erste zaehne. On an unknown date, an unknown time after starting dr best erste zaehne the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with dr best erste zaehne was unknown. On an unknown date, the outcome of the accidental device ingestion was not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion and product complaint to be related to dr best erste zaehne. Gsk medical assessment revealed that the gsk device was suspected to be a contributory cause of the incident. Additional details: consumer reported about the daughter. After using the toothbrush for two times, bristles were falling out. The patient swallowed the wrong way due to the bristles. Follow up information was received on 4th january 2016: dr best erste zaehne was withdrawn on 15th december 2015 (dechallenge unknown).